Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged in a couple of areas. The damage to the stent is consistent with resistance being encountered with the stent delivery catheter. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile or the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified proximal left circumflex (lcx) artery. After pre-dilatation was performed with a non-bsc balloon catheter, a 3.00 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was performed again and the device was re-delivered but still failed to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with a 3.0x12 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified proximal left circumflex (lcx) artery. After pre-dilatation was performed with a non-bsc balloon catheter, a 3.00 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was performed again and the device was re-delivered but still failed to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with a 3.0x12 non-bsc stent. No patient complications were reported and the patient's status was good.